Event description:
This patient with a history of multiple sclerosis, severe pulmonary disease, hyperlipidemia, coronary artery disease, coronary percutaneous revascularization, and hypertension was admitted for carotid stenting. He had his right internal carotid artery stented with a 9.0 x 30mm precise stent. At 30-day follow-up, he was neurologically unchanged at that time. Six months post index procedure, he had the left internal carotid artery stented with a 10 x 30mm precise stent. During this procedure, it was noted that the right ica stent was widely patent. At 1-year phone follow-up, the patient's wife reported that the patient had died at home of a stroke and a heart attack. She did not give any other information.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report #s: 9616099-2008-01975 and 9616099-2008-01976.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the mfg route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Based on the available info it is not possible to determine if a relationship exists between the cordis precise stents and the reported stroke/mi/death. There is no evidence to suggest that this is related to a mfg issue or any other defect of the device. This is one of two report submitted for the same event. Please reference MFR report # 9616099-2008-01975.